Event description:
Per information provided: (B)(6) 2006 - patient was diagnosed with multiple incisional hernia of old midline incision thereby underwent laparoscopic repair with the implant of bard flat mesh (device #1). Per operative notes, ¿a bard flat mesh (device #1) was placed and sutured.¿ (B)(6) 2011 - patient was diagnosed with incisional ventral wall hernia, adhesion thereby underwent open repair with the implant of bard flat mesh (device #2). Per operative notes, ¿one bard flat mesh (device #2) was placed and sutured.¿ (B)(6) 2011 - patient was diagnosed with infected abdominal wall mesh post ventral hernia repair, seroma, pain thereby underwent open repair with exploration of abdominal wall wound, drainage of subfascial seroma. Per operative notes, ¿old mesh was not removed.¿ (B)(6) 2011 - patient was diagnosed with ventral hernia thereby underwent open repair with the implant of bard flat mesh (device #3). Per operative notes, ¿one bard flat mesh (device #3) was placed and sutured.¿ (B)(6) 2012 - patient was diagnosed with persistent pain status post ventral hernia repair, suspected suture granuloma thereby underwent open repair with removal of several suture granuloma.

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-aug-2010) is considered to be a best estimate. This emdr represents the bard flat mesh (device #3). Additional supplemental emdr's were submitted to represent the bard flat mesh (device #1 and device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.